Event description:
Related manufacturer report number: 2017865-2023-17615, related manufacturer report number: 2017865-2023-17616. It was reported that a patient presented with oversensing noise on the atrial lead resulting in inappropriate mode switch and pacing inhibition. During lead revision, the physician noted the atrial lead, left ventricular (lv) lead, and right ventricular (rv) lead were adhered to each other and elected to extract all three leads. During the procedure, the patient developed pericardial effusion that was promptly repaired. The physician implanted two epicardial leads and completed the procedure. The patient condition was stable after the procedure.